Event description:
It was reported that during an off pump coronary artery bypass procedure, one suture broke while tying. A second suture broke while suturing the vasculature. There were no adverse patient consequences. Surgery was delayed by on hour.